Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the end-user reported experiencing multiple insulin occlusion alerts while using the ilet and was hospitalized. The end-user¿s blood glucose (bg) was reported as elevated, and they suspected diabetic ketoacidosis (dka). No additional hospitalization details were available at the time of this report.